Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error and failed battery test from the insulin pump. The customer's blood glucose reading was 116 mg/dl. The customer stated that there was a low battery alert and the screen is black. The customer stated that there was a white flash on the screen and red light was blinking. The customer mentioned failure battery was displayed on the screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
Insulin pump received with a blank white display due to moisture damage on the electronic assembly. Unable to verify critical pump error and failed battery test alarm due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage on the keypad assembly, battery tube and motor assembly also noted during visual inspection.